Event description:
The patient later had lead revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient was seen with high impedance. The pt denies any trauma or fall that may have caused this issue. An x-ray will be preformed to better visualize the lead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient later had a battery replacement only. High impedance was still seen post op and a lead revision is planned for a future date. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
During periodic review of the programming history database, further device diagnostics and parameters were seen.

Manufacturer narrative:
B6, relevant tests/laboratory data, including dates, corrected data: initial report inadvertently submitted without initial device values provided. F10, medical device code, corrected data: initial report inadvertently submitted without coding a090407 for stimulation to unintended site.